Event description:
The customer reported the device indicated an autotest failure with equip disabled system failure flashing on the screen. There was no patient involvement.

Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted once the investigation is complete.